Manufacturer narrative:
(B)(4). An overwrap package, a paper folder and a suture breakage were returned for analysis. During the visual inspection of the sample under magnification, the swage and attachment area were as expected. The suture was inspected along of the strand and a broken suture could be observed. In addition, pinch marks near to the thread broken were found, probably by a surgical instrument. According to the sample condition, the assignable cause of suture breakage is due to improper handling of the sample.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.